Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had suddenly shut off and rebooted and unable to get into auto mode. The customer's blood glucose level was 182 mg/dl. The customer also reported that the insulin pump received an insulin pump error and settings were cleared. The device will not be returned for analysis.